Event description:
It was reported that during a da vinci-assisted surgical procedure, the tip-up fenestrated grasper instrument had a broken tip. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer noted the instrument was inspected at the time of sterilization and no damage was found. The surgeon was holding the tissue when the reported issue happened. The instrument did not collide with any other materials or instruments. No report of an issue with opening/closing of the grips before the tip fell off. There were no issues related to the left/right (yaw) motion of the grips nor the up/down (pitch) motion of the wrist. No cables visibly protruding from the distal end of the instrument. The tip of the instrument fell into the patient's anatomy and the fragment was retrieved during the same procedure.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The tip-up fenestrated grasper instrument was analyzed and the primary failure of the instrument grips-tips broken to be related to the customer-reported complaint. The instrument was found to have a broken grip at the grip base. A piece approximately 0.45" x 0.18" was found to be broken off the yaw pulley. The broken piece was not returned. The complaint was confirmed by failure analysis.